Event description:
It was reported that the atrial lead exhibited noise and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 15.9 cm to 16.5 cm from the connector pin. Abrasions are consistent with exposure to constant friction with another implantable device.